Event description:
An investigational drug was made in the IV room in the inpatient pharmacy. When the pharmacy technician was finished, they noticed that the IV bag was leaking. A new bag was made for the patient and delivered. It was a product error, the seal on the bag was not sealing. We received notification that a product safety report was submitted in relation to these types of bags. These devices are the flexible solution containers with a blue or neutral color administration port protector. This particular product is made my baxter. There was no patient or staff harm. I am not able to locate any product identifiers. I've requested this information from pharmacy and I have not received a response. I am also under the impression that the product has been discarded. The pharmacy has stated that this alert involves not using a bag if the port protector cap isn't present.